Event description:
A maquette hemopro vein harvesting tool was used during a coronary artery bypass with radial harvest. The glass tip of the hemopro harvesting tool/dissector had detached as a physician assistant (pa) withdrew the scope from the tunnel. The physician assistant (pa) had to created a 3 cm longitudinal incision at the proximal forearm to retrieve the tip successfully. The wound was closed, and rest of procedure went smoothly.